Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related MFR report: 1627487-2021-00406. It was reported the patient's scs system electrodes exhibited high impedance. Consequently, both of the leads were replaced and the issue was resolved.